Event description:
It was reported that the up and down arrow and ok buttons were intermittently activating the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the ok button was intermittently responding to user inputs and sticking when pressed during testing and there was evidence of contamination under the all key contacts.